Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and cleaned all the tip clamps, plunger clamps, compression springs, and sleeves in the pipette assembly. The x-arm was recalibrated and aligned. The instrument was inspected, tested without further problem, and returned to service.